Manufacturer narrative:
H.10: the unit was requested back to the manufacturer site for a detailed investigation. A functional test has been performed and no errors occurred. The unit worked within specification. Based on the fact that no device problem were detected, the issue was most likely due to the hospital gas supply. According to our instruction for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported failure.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
During preventive maintenance on electronic gas blender alarm about difference (reference / actual value) on air + o2 has been triggered.